Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) and the device had switched to the pacing mode (vvi 65) used for when the device is at eri. The patient reported feeling the device pacing, dizziness, lightheaded, like the device wasn't catching their pauses and that their heart rhythm was going fast and then slow. The ipg was explanted and replaced with a new device. During the replacement procedure it was noted that the insulation on the right atrial (ra) lead had pulled back from the proximal end of the lead at the device header. The ra lead was repaired and remains in use. No patient complications have been reported as a result of this event.